Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation revealed the following: logs showed the stapler instrument was installed on the system 11x and fired 9 reloads (5 blue, 2 white, 1 blue, 1 white, in that order). On install 1-6, and 9, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 8, the system failed to detect the reload color, and the user manually selected the blue reload on the touchpad. On installs 8 and 10, no clamping or firing was attempted. On installs 7 and 11, the first clamp was successful, and the firings were each completed with 1 pause for compression. After the 11th fire, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the staple line of an unknown reload color was incomplete, causing bleeding. Postoperative day one the patient required a scope to further identify the bleed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.